Manufacturer narrative:
The reported bl vocalaid trach 7.0mm (B)(6) version was returned for investigation. The returned device was received in used conditions without its original packaging. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and no visual discrepancies were detected. Functional testing was performed on the device. A syringe was used to inflate the pilot balloon and was submerged under water in order to detect any leakage. The result was confirmed; there was leakage in the pilot balloon.

Event description:
User facility reported that the device was in use with patient for 8 hours. According to reporter, air was found leaking from the cuff after 8 hours' use. No adverse effects to patient reported.